Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet insulin pump¿s touchscreen became unresponsive without preceding damage, and the device was deemed nonfunctional and replaced. Symptoms included no reported adverse clinical effects and no effect on blood glucose. Outcomes included no medical intervention, no hospitalization, and continued cgm use via dexcom app or receiver. Investigation included remote troubleshooting and verification steps, with instructions provided to shut down the device and to return it for assessment. Investigation of this device revealed a suspected hardware failure consistent with a sleep/wake or touchscreen responsiveness issue, indicating a device interface malfunction affecting proper operation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending device evaluation.